Event description:
The event was reported they are sending in their mammotome system for an exkit11 hardware upgrade. No patient involvement occurred.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vacuum pump to be replaced. The device was functionally tested, met all product requirements and returned to the customer.